Event description:
It was reported that the device would not power on with a battery. There was no patient use associated with the event.

Manufacturer narrative:
(B) (4): physio- control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly at the failure analysis center and found that it would not operate on ac power. The observed failure would inhibit the installed battery charging once depleted and could appear to be a no battery operation discrepancy. The cause for the reported/observed occurrence was determined to be a failure of the power supply module's ac power supply, transistors q1 and q2 were shorted and fuse f1 was open.